Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left nephrectomy procedure, the stapler was placed across the renal vein and artery en bloc and was fired, approximately a few seconds after, there was significant blood in the retroperitoneum. The surgeon attempted to rescue the patient but was unsuccessful and the patient died. It is unknown at this time if the device caused or contributed to the event. As this is a concomitant device for the endo gia stapler the patient's death was reported on regulatory report #2647580-2019-02893.